Event description:
A pump malfunction was reported when it declared alarm 30 during the load process. There was no reported adverse impact to the customer¿s blood glucose level as a result. Technical support assisted the caller in attempting to load a new cartridge, but the alarm recurred, preventing successful resumption of insulin therapy. Consequently, the pump, which was still under warranty, was scheduled for replacement, and the customer switched to multiple daily injections (mdi) as backup therapy. The caller was given instructions on returning the faulty pump to tandem, and arrangements were made for the shipment of the replacement pump.